Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after a few hours of use on a patient with va-ECMO, with the aim of unloading the left ventricle, the cs300 intra-aortic balloon pump (iabp) had "strange behavior" with the effect of effect of incorrect timing of inflation/deflation. While the patient's rhythm did not change and the patient was not touched, the balloon started to inflate (and deflate) at high frequency, then stopped and then started normally again. It happened several times per hour. Both the ECG and the fiber optic cable were connected. Moreover, the inflation did not seem to happen correctly in auto mode at other times (day 2).

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. There is no update in the status of the repair of the unit. No further information is available complaint will be closed and in the event new information was to become available, a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (health effect - clinical code, health effect - impact codes).

Event description:
It was reported that after a few hours of use on a patient with va-ECMO, with the aim of unloading the left ventricle, the cs300 intra-aortic balloon pump (iabp) had "strange behavior" with the effect of effect of incorrect timing of inflation/deflation. While the patient's rhythm did not change and the patient was not touched, the balloon started to inflate (and deflate) at high frequency, then stopped and then started normally again. It happened several times per hour. Both the ECG and the fiber optic cable were connected. Moreover, the inflation did not seem to happen correctly in auto mode at other times (day 2). There was no patient harm reported.